Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on (B)(6) 2010 and performed to specification up to the (B)(6) 2014. On the (B)(6) 2014 the device failed a weekly auto self-test due to a low battery. The device was still fault mode on the (B)(6) 2014 when a new pad-pak was installed, with the device passing a self-test. Multiple manual power ups, mainly of ten minutes duration where observed, between the (B)(6) 2014. The last log entry on the (B)(6) 2014 records a successful auto self-test. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.